Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Since last session sensing integrity counts went up to 3388 (within 26 days). (B)(4).

Event description:
It was reported that lead sensing integrity counters (sics) have been increasing since implant, and there was one instance where criteria were satisfied for lead integrity alert (lia). No other lead issues could be found after device manipulation was done, and a chest x-ray was performed. The physician will continue to monitor, and the right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.